Event description:
Home patient (hp) reportedly was connected to homechoice device before home patient should have been, during prime. Baxter technician assisted hp in continuing treatment as instructed by rn. No pt injury or medical intervention required per rn.